Event description:
The customer reported that the central nurse's station (cns) application would not boot back up after a generator test. No patient harm or injury were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer reported that they performed a generator test, after which the central nurse's station (cns: pu-621ra, sn: (B)(6) stalled on the "operation system set up. Please wait." Screen. Staff did not turn off the device. Cns40928 is plugged into an ups. The ups did not have any errors and was plugged into emergency power. The nihonkohden (nk) technical support (ts) advised the customer to shut down the pc and swap the hdds, but this did not resolve the issue. They were monitoring mu-631ras (5 bedsides). The customer wants to send in the unit for repair. Service requested / performed: repair/evaluation. The reported unit was received at the nk repair center (rc). The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. No battery was included, only the mounting bracket was included. The rc technician (tech) was able to duplicate the reported issue of cns boot-up/ startup failure. The rc tech found out that the hard drives were freezing. Investigation summary: the root cause of the reported problem of cns startup failure was determined to be related to the hard drives following the generator test. The rc tech powered up the pu-621ra with one drive (drive-0) and it took a long time to boot up. Then, the rc tech performed a scan disk, reset the pu-621ra, and the device was booted up properly. The rc tech then re-inserted the hard drive 1 back and let it sync up. The rc tech verified the cns booted up properly with 2 hard drives. The rc tech also ensured that the data was displayed on tabular trend, full disclosure, and the printer as well. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The risk priority of the issue is categorized as: high. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: 5 bsms: model #: mu-631ra additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application would not boot back up after a generator test. No patient harm or injury were reported. The reported device was returned and evaluated. Investigation results: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The root cause of the problem was "the hard drives was freeze". We powered the pu-621ra with one drive (drive-0) and it took for a long time to booted up. We then performed scan disk, reset the pu-621ra, and device was booted up properly. We also re-inserted the hard drive 1 back and let it sync up. We verified the cns booted up properly with 2 hard drives. We checked data was displayed on tabular trend, full disclosure, and printer as well. All the malfunctioning part(s) were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Repair is completed and unit ready to be shipped to customer with black case.

Event description:
The customer reported that the central nurse's station (cns) application would not boot back up after a generator test. No patient harm or injury were reported.